Event description:
It was reported that the customer experienced a blood glucose (bg) level of 587 mg/dl. Reportedly, the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm was displaying a value of 40 mg/dl and the meter bg reading was 452 mg/dl and another value displayed as 340 mg/dl and the meter bg reading was 587 mg/dl . Elevated bg was address by correction injection via manual injection. Additionally, it was reported that a cartridge change error occurred and cartridge was missing white fill port. The customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned